Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn: 9617604-2025-00173-00. The date of that submission was 05-mar-2025. H3: three samples were returned. Samples were visually and functionally tested and they were found to be inflating as expected. The customer reported complaint was unable to be confirmed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the cuff did not inflate evenly. There were no patient harm or adverse events reported as a result of the event.